Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel or scissors. The returned product sample was evaluated and a split was observed in the extension tubing, near the luer adapter. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "instance was with a PICC line. Similar scenario, the nurse called and said there was a hole in the PICC, I just went up to the room. Sure enough there was a cut/hole in the line. I pulled the line and kept it. Documentation indicates the line had worked without issue until the night before it was pulled. The night nurse reported the issue to the day nurse, and the day nurse called us. The lot number for this PICC is regn0502. The nurse reported to me that the night nurse had no idea how this could have happened. She said the patient was in bed, she flushed the line, and it was leaking. She had used the line earlier in the shift without issue. The patient had not been up moving about to get it caught on anything." Additional information received 05/02/2022. 5. At what point during device use was the leak discovered? (I.e. Insertion, infusion, removal) infusion. 6. Was the catheter fracture internal to the patient or external? External. 7. What was infusion when the leak was discovered? Normal saline flush. 8. Any patient symptoms related to fluid leak? No. 9. Was the catheter removed? Yes was a new catheter placed? Yes. 10. What type of catheter securement was utilized? Stat lock. 11. Was there any patient harm reported? No if yes, please describe the harm, how it was treated and the outcome. N/a.

Event description:
It was reported "instance was with a PICC line. Similar scenario, the nurse called and said there was a hole in the PICC, I just went up to the room. Sure enough there was a cut/hole in the line. I pulled the line and kept it. Documentation indicates the line had worked without issue until the night before it was pulled. The night nurse reported the issue to the day nurse, and the day nurse called us. The lot number for this PICC is regn0502. The nurse reported to me that the night nurse had no idea how this could have happened. She said the patient was in bed, she flushed the line, and it was leaking. She had used the line earlier in the shift without issue. The patient had not been up moving about to get it caught on anything." Additional information received 05/02/2022: at what point during device use was the leak discovered? (I.e. Insertion, infusion, removal). Infusion. Was the catheter fracture internal to the patient or external? External. What was infusion when the leak was discovered? Normal saline flush. Any patient symptoms related to fluid leak? No. Was the catheter removed? Yes. Was a new catheter placed? Yes. What type of catheter securement was utilized? Stat lock. Was there any patient harm reported? No. If yes, please describe the harm, how it was treated and the outcome. N/a.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regn0502 showed no other similar product complaint(s) from this lot number.